Event description:
Report received indicated that upon opening the outer packaging, it was noted that the inner pouch did not look sealed as it should be, and after opening further to inspect the pro, the prod fell off, as it was not properly attached. The prod was not clinically used, and it will not be returned, as it was discarded.

Manufacturer narrative:
The outer box was received from the warehouse with a kink/fold (over the box). When the outer package was opened in the lab, the sterile package seal was seen already open and after further inspection, it was noticed that package was not secure because device fell off. The intended procedure was implant of device (filter) for the prevention of recurrent pulmonary embolism via percutaneous placement in the inferior vena cava. Prod was not use in the pt. Age/gender is unk. The package was discarded and therefore, the device and package are not available for eval. A device history record review was performed and showed that this lot of products met all requirements per the applicable mfg qual plan (mqp). Based on the report that the box was received damaged, it is possible that post mfg handling may have contributed to the event. However, without the return of the prod for eval, no conclusion can be made regarding the reported open seal and improperly secured device.